Manufacturer narrative:
One opened ophthalmic cannula was received on a syringe for the report of the cannula was blocked. The returned sample was visually inspected and was found non-conforming with foreign material observed in the inner diameter of the cannula. The sample was then sent for particle analysis. The particle analysis found the foreign material to most closely match ophthalmic viscosurgical devices. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The reported issue of the cannula was blocked is confirmed. The particle analysis found the foreign material to most closely match ophthalmic ophthalmic viscosurgical devices surgical device. Ophthalmic viscosurgical devices surgical device is not a material that is used in the cannula manufacturing process. How and when the ophthalmic visco surgical device got in the inner diameter of the cannula cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is ophthalmic viscosurgical devices surgical device got into the cannula during surgery and dried. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery cannula was blocked the procedure was completed on the same day without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).